Event description:
The customer reported that the system software was corrupt and an error code 19 software displayed. Also the ccd camera was not working. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep reloaded the software and upgraded it to version 19. The image quality was tested. The system operates as intended.